Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported through counsel as a result of a legal claim that allegedly on (B)(6) 2011, the patient underwent a right tha and was implanted with a rejuvenate modular hip. She was subsequently revised on (B)(6) 2023, due to alleged corrosion, pseudotumor and adverse local tissue reaction.

Manufacturer narrative:
Reported event: an event regarding revision due to altr involving a rejuvenate modular device was reported. The event was confirmed. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain is considered to be under the scope of this recall. No further investigation is required.

Event description:
No new information.